Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave 31 mm catheter was selected for use, complaint device used for the first 60 applications. We re-mapped the laa and found a spot withing the left superior pulmonary vein (lspv) to ablate. When we re-prepped the complaint device, we notice it would not flush through the side port used to hook up the pressure bag to have continuous flow through the device. We troubleshooted the device trying to clear it but it would not work. Lumen for guidewire had no issues. New pfa catheter used no issues for last 9 applications. No issues with patient or procedure outcome. Flushing the port, checking the line, adding more pressure to the bag. New catheter. No action needed for patient. Procedure successfully completed. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.